Manufacturer narrative:
Reliability analysis evaluated 1 opened/used infusion set. Performed hand prime using a new lab reservoir and found occluded at p-cap connection section; unable to confirm occlusion due to customer returned opened/used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 178 mg/dl. The customer stated that the alarm occurred during manual prime. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer stated that the pump did alarm no delivery with manual prime. The customer was advised to return the infusion set.